Manufacturer narrative:
A philips authorized technical support person visited the customer site. The (ts) reviewed the device logs and did not see any issues. It was determined that the device was functioning as expected and the alarms were being silenced by the staff. An attempt was made to get the mentioned logs, but the tc stated that he did not have them available. Out of caution for the customer the tc also reloaded the device configuration. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that the red alarms are silencing themselves. The device was in use on a patient at the time of the event. There was no adverse event reported.